Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate and locate his scs ipg with the charger. The patient programmer displayed a communication error. Reportedly, the patient last charged the device six months ago. A company representative met with the patient and confirmed the patient's scs ipg was inoperable. Follow up identified surgical intervention was taken and the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.